Event description:
Patient reported right side "visibly deformed," "pricking sensation," "touching patient's breasts is very uncomfortable," and "dents." Healthcare professional additionally reported "capsular contracture baker grade IV." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side "visibly deformed," "pricking sensation," "touching [patient's] breasts is very uncomfortable," and "dents." Healthcare professional additionally reported "capsular contracture baker grade IV." Patient also undergone capsulectomy. The device has been explanted.